Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an o-ring was detached from the cartridge while the cartridge was still in the packaging. Reportedly, the customer checked the rest of the cartridges in the box and confirmed that no other cartridge had a detached o-ring. There was no reported impact to customers blood glucose level.